Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 3.9, lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 9/14, inratio: 3.9, ref.: 2.9, mean: 3.4, confidence limits: 2.0 - 5.0, result: pass. Date: 9/18, inratio: 6.2, ref.: 4.54, mean: 5.37, confidence limits: 2.8 - 7.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing for the first set of testing results. The second set of results reported a mean value greater than 5.0. Unable to determine confidence limit range for this second data set. Since the variance between the results is less than 2.2, the results are considered accurate. For both reported data sets, the results are not considered discrepant within the context of the documented variability for inr testing. No corrective action required at this time.